Manufacturer narrative:
The returned device matched the report and the complaint failure mode was confirmed. Referring to product inquiry the tibial nail s2 ø10x390 mm is stated to be the primary product. No further associated products were reported. A review of the DHR revealed no discrepancies. Sealing seams and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at stryker (B)(4), which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process and has to be classified as insufficient standard in grey area. No discrepancies were detected during risk analysis review. The found dirt / residue [piece of leaf] has to be classified as a non-conformance. Ncr # (B)(4) was initiated for further root cause investigation.

Event description:
During the receiving process at stryker escs bv in venlo it was noticed that there is an unidentified object / dirt under the sealing foil of the product. The product was received with (B)(4).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the receiving process at stryker escs bv in venlo it was noticed that there is an unidentified object / dirt under the sealing foil of the product. The product was received with (B)(4).